Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient's receiver went through the initialization screen without a manual restart and an adverse event occurred on (B)(6) 2016. Patient's wife stated that the receiver kept restarting and erasing all previous data. Due to receiver restarting the patient was unable to track his glucose, causing medical intervention. Patient's glucose reached the 400's on the morning of (B)(6) 2016 and his wife took him to the hospital where he was admitted with diabetic ketoacidosis. The patient was in the intensive care unit (ICU) and a discharge date was not available at the time of contact. Additional patient information was not provided. The complaint device was returned for investigation. The receiver was visually inspected and determined to be in good condition. Global receiver functional testing resulted in no failures related to the complaint. A review of the receiver log found an err67 and err224. Error recoveries were all observed on the date of issue. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.